Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was initially reported that neither the ins recharger (insr) nor the patient programmer would work. The patient was assisted in initiating a charging session after placing the insr antenna over the ins and pressing the start charge key. The patient was seeing 0 boxes at first but then switched to all 8 boxes. The insr seemed to be functioning properly and the issue was resolved per labeling. The patient reported it was taking too long to charge. The patient charged her ins last night, but the device was still showing that it needed to be charged. This was resolved with troubleshooting. The patient also mentioned that the ins moves a lot in the pocket site. The patient also mentioned that the patient programmer was not working, and she tried replacing the batteries. The patient synced with the ins and she immediately was seeing the ins needed to be charged. The meaning of the screen was reviewed, and it was recommended that the patient continue to charge the ins, ensuring as many coupling bars are as full as possible. It was suggested to reposition antenna if need be or change position. It was reviewed once ins is 25% full she should be able to use stimulation and the patient programmer should show standard home screen. No patient symptoms were reported. No further complications were reported/anticipated.